Event description:
It was reported that moderate regurgitation was observed post operatively. The surgeon indicated that the regurgitation appeared to be more than normal. He would like edwards to review the lot to verify if there were any non-conformances. Reportedly, the device remains implanted; however, the pt continues to be monitored.

Manufacturer narrative:
Reportedly, the device has not been explanted.